Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer reported that they received calibration error alarms, change sensor alarm and sensor error alarm. The customer's blood glucose was 210 mg/dl and sensor glucose was around 255 mg/dl at the time of incident when it triggered threshold suspend. The sensor will be returned for analysis.

Manufacturer narrative:
Performed continuity resistance test and sensor failed per specifications.